Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for dystonia movement disorders. It was reported that the patient had open circuits on electrode 0 of both of their systems. The healthcare provider stated that therapy has not been as effective as they would like for the patient, and they are considering a lead revision. The patient is not programmed using electrode 0. The hcp was asked when these issues began and they stated they did not know. No complications or further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.